Event description:
Allegedly this product broke.

Manufacturer narrative:
Investigation is not complete. Additional info has been requested. Trends will be evaluated. This report will be amended when the investigation is complete.